Manufacturer narrative:
The device was not returned to invacare and the reporter no longer had the device in their possession. The underlying cause of the caster breaking off could not be determined based on the information available. The user received this device in 2008. The expected service life of this device is 5 years. It is highly recommended to inspect hardware and fasteners prior to each use, but, at minimum, hardware and fasteners must be inspected prior to first use and once a month thereafter, per the maintenance safety inspection checklist within the portable patient lift and sling owner's manual (part 1024492 rev g). Lifts found to require maintenance must be immediately removed from service until repaired by a qualified technician. Proper routine inspection and maintenance practices mitigate the risk associated with caster failures. The manufacturing facility of this device was unknown due to the user not providing sufficient identifying information. However, the manufacturing of these lifts has since transitioned to invamex. Therefore, the MDR is being filed under invamex. Device not available.

Event description:
The end user called in stating the caster on the lift she no longer has broke off.